Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photographs were submitted for this complaint our engineers were unable to determine a root cause for this issue without the ability to review and test the affected device. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 3 intima-ii y 24gax0.75in prn ec slm npvc leaked during use. The following was reported by the initial reporter: "during using , there was blood or fluid leakage at the adapter and tubing junction".

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that 3 intima-ii y 24gax0.75in prn ec slm npvc leaked during use. The following was reported by the initial reporter: "during using , there was blood or fluid leakage at the adapter and tubing junction".